Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), unapproved use of device (neck diameter less than 19mm) 208 incorrect technique / procedure (device oversizing), lack of information (cause is unknown); evaluation, conclusion: inherent risk of a procedure (endoleak), off label-unapproved or contraindicated use of device (neck diameter less than 19mm), operational context contributed to event (device oversizing), lack of information (cause is unknown).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5.0cm abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the aortic neck was 16-18.9mm in diameter and 17-18mm in length. It was reported that during the index procedure, the patient presented with a type IV endoleak (blush) about 2cm below the graft on the right side. The physician ballooned the main body; however, the endoleak improved but was not resolved. The physician suggested that it was probable that it was a combination of type IV and a small type ia endoleak. The stent graft was significantly oversized for the neck. 23mm graft in 16-17mm neck. The physician noted that it might resolve itself after the heparin wears off. No clinical sequelae were reported and the patient is doing fine.